Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is not inserting the implant co-axial to the bone tunnel, prying or leveraging the driver while the implant is still loaded, improper bone preparation or flexing the joint during insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by user, not returning.

Event description:
It was reported that a bio-composite tenodesis screw with handled inserter was used for an ulnar collateral ligament repair in the thumb. Approximately 6-7mm of the inserter tip broke-off inside the top of the screw. The broken distal piece of the inserter was left in the screw. It was reported that the screw was seated flush with the bone. Surgical tech disposed of the inserter at the facility.